Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing observed in in-clinic strips and stored episodes. The sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.